Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k24011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by diarrhea, vomiting and cloudy pd effluent. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with unknown antibiotic (daily, intraperitoneally and dose not reported) for a total of two weeks for peritonitis. The patient was discharged from the hospital after two days and is recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.